Event description:
Information received from the field notes that the patient presented in the emergency room in shock with atrial fibrillation. A chest x-ray revealed that the lead had slipped into the inferior vena cava. The pulse generator was programmed to vvi.